Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis is unknown. On the same day, the patient was hospitalized for this event. The patient's peritoneal dialysis catheter was removed and the patient was placed on hemodialysis. Treatment for this event was not reported. The patient was discharged from the hospital after 29 days. At the time of this report, the patient is recovering from this event in a rehab facility. No additional information is available. This is report 3 of 4.